Manufacturer narrative:
(B)(4). The device is still being used and is not available for evaluation. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The reported problem could not be confirmed and the root cause of this incident could not be determined. A review of manufacturing records revealed the device has been refurbished/serviced since its original manufacture date and the device is no longer in its original manufacture condition. Therefore, no manufacturing issues related to the reported condition were identified. A service history review was performed, revealing the device has not been previously sent into service for the reported condition and previous servicing did not contribute to the reported condition.

Event description:
This homechoice patient's (hp) caregiver (cg) was contacted on (B)(6) 2012 to obtain follow up information on an unrelated alarm. The cg stated that the hp was in the hospital at this time because her chest had filled with fluid. The peritoneal dialysis registered nurse (pdrn) was contacted on (B)(6) 2012 in order to obtain additional information regarding this event. The pdrn stated that the hp had experienced a peritoneal leak which caused the reported "chest filled with fluid." The pdrn stated that there was no overfill event that was related to the leak. The pdrn stated that they had been having difficulty with this hp as she doesn't tolerate the fill volume that they would recommend for her. She should have a fill volume of 2000ml, but states feeling too full at 1500. The hp had her fill volumes lowered due to the leak, but did not have any additional procedures done. The hp has recovered from the event and they are increasing her fill volume today. The pdrn did not provide a causality statement regarding this leak event.